Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) was returned from nihon kohden repair center (nk rc) for going into a boot loop (could not duplicate), and the issue was reoccurring. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurses station (cns) was returned from nihon kohden repair center (nk rc) for going into a boot loop (could not duplicate), and the issue was reoccurring. This was the third event this cns has had over several months. Technical support (ts) attempted troubleshooting with bme, but the issue persisted. The cns was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) was returned from nihon kohden repair center (nk rc) for going into a boot loop (could not duplicate), and the issue was reoccurring. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this central nurses station (cns) was returned from nihon kohden repair center (nk rc) for going into a boot loop (could not duplicate), and the issue was reoccurring. This was the third event this cns had over several months. Technical support (ts) attempted troubleshooting with bme, but the issue persisted. The cns was not in patient use at the time. Investigation summary: the customer requested assistance from nk's on-site servicing team (tsam) to troubleshoot the issue in the facility's environment. Based on the available and reported information from tsam and the bme, nk confirmed that the reported issues were due to a software compatibility issue. The root cause of the software compatibility issue was attributed to the age of the equipment and the inability to reload the current version of software (sw) on the cns. The only option tsam had was to upgrade the sw from old gui to the new gui sw on the cns. The customer did not want to purchase an upgraded unit and wanted to continue using the older equipment. As of 6/16/2023, both the tsam and bme confirmed that all boot looping/spontaneous shutdown/software issues were resolved during the on-site service call once the software updates were completed. Nk will continue to trend this device, incident issues, and causes.